Event description:
Customer called to report a broken sensor on the insulin pump. Troubleshooting was done. Assisted customer with insertion technique. Customer's blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.